Event description:
It was reported that the patients pain returned. The physician wanted to explant the patients superion indirect decompression spacer so that he could implant a competitors device. It was noted that the spacer had migrated. During the explant procedure, the physician noticed the spinous process of lumbar 4 was fractured, and he was unable to place the competitors device. The physician determined that the lumbar 4-5 implant should also be removed since the status of lumbar 4s sp was unknown. Both implants were removed successfully. There is no further treatment plan for this patient. The patient was doing fine post-operatively. The superion indirect decompression spacer and the competitors spacer were retained by the facility and therefore will not be returned.

Event description:
It was reported that the patients pain returned. The physician wanted to explant the patients superion indirect decompression spacer so that he could implant a competitors device. It was noted that the spacer had migrated. During the explant procedure, the physician noticed the spinous process of lumbar 4 was fractured, and he was unable to place the competitors device. The physician determined that the lumbar 4-5 implant should also be removed since the status of lumbar 4s sp was unknown. Both implants were removed successfully. There is no further treatment plan for this patient. The patient was doing fine post-operatively. The superion indirect decompression spacer and the competitors spacer were retained by the facility and therefore will not be returned.